Event description:
Through journal article titled endophthalmitis associated with xen stent implantation, healthcare professional reported events of patient presented on pod33, 6 days after onset of symptoms (pod27), with bcva of hm, iop of 10 mmhg, conjunctival injection, hypopyon, and corneal edema. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin/ceftazidime/dexamethasone on pod33 and vancomycin/ceftazidime on pod35 in the left eye. Ppv was not performed as there was an insufficient view to posterior pole due to severe corneal edema. By final follow up on pod352, events significantly improved with bcva of 20/60 and iop of 15 mmhg. Device remains implanted. This is the same article reported under MDR report # 3011299751-2023-00131 (abbvie complaint #(B)(4)), MDR report # 3011299751-2023-00120 (abbvie complaint #(B)(4)), MDR report # 3011299751-2023-00128 (abbvie complaint #(B)(4)), MDR report # 3011299751-2023-00121 (abbvie complaint #(B)(4)), MDR report # 3011299751-2023-00129 (abbvie complaint #(B)(4), MDR report # 3011299751-2023-00122 (abbvie complaint #(B)(4)), MDR report # 3011299751-2023-00132 (abbvie complaint #(B)(4)). This MDR is being submitted for the master record with case 1.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Health effect - impact code: f2201. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of endophthalmitis and hypopyon are known potential adverse events addressed in the product labeling.